Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 2.6, lab: 14. Time between testing: one hour. Therapeutic range: unknown. First drop of blood not used when performing inratio test. Patient was taken by ambulance to the hospital because she was light headed; had high pulse rate and nausea. Treatment information unknown.

Manufacturer narrative:
Investigation pending.